Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix vented micro-volume inlet leaked water during use in the pharmacy. The inlet was connected to a valve set on the compounder and connected to a non-baxter bag (250ml) filled with potassium chloride (2meq/ml). The inlet was replaced to resolve the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11 h4: the lot was manufactured between january 25 - 26, 2025. H11: the actual device and a companion sample were received for evaluation. Visual inspection was performed on the returned sample, and the tubing was found to be detached from the white connector of the inlet product. The reported condition was verified. The cause of the condition could not be determined. Visual inspection of the companion sample did not identify any abnormalities that could have caused or contributed to the reported condition. Functional testing was performed by attaching a 70% dextrose solution to port 5 of the companion sample with sterile water to port 24 on an acd machine for testing. No leaks were noted on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.